Event description:
It was reported that in central processing, it was identified that there was a break in the insulated covering on the shaft of the monopolar cautery instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were .068 - 0.104 in length and not aligned with the tube axis. Failure analysis concluded that the damage may have been due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.